Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had alarmed a power error detected at night. The customer did troubleshooting as per advised a month ago. It had worked overnight but the alarm was reoccurring again. The customer¿s blood glucose level was 5.4 mmol/l. It was noted that the customer had previously called to report a power error detected alarm. The alarm recurred within a week of troubleshooting the previous occurrence. The device will be replaced and returned for analysis.